Event description:
The manufacturer received information alleging a ventilator's displayed tidal volume delivery was inaccurate. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and flow sensor assembly were replaced to address the issue.